Event description:
A distributor reported that a pump was not starting, despite attempts to connect it with different cables. There was no patient involvement as the customer had reverted to an alternate method of insulin therapy. The pump was slated to be returned for further examination, and a replacement pump was provided.